Manufacturer narrative:
G4:31mar2021. B4:04apr2021. Many good faith efforts were made to obtain evaluation and repair information; however, there was no response. The customer's alleged malfunction could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 02nov2020.

Event description:
It was reported there was a touchscreen fault. There was no patient involvement.